Event description:
In 2003, I had seen pt; at that time, she reported two seizures. Her lamictal was increased to 400/425 mg at that time and the vagal nerve stimulator was not checked but she was still having some sensations that it would go off intermittently. She was then seen three mos later, this was her clinic visit and she had received a notice that the vagal nerve stimulator battery may need to be replaced, although she was still having sensations from the vagal nerve stimulator. She continued her medications at that time and was seizure-free, and therefore she was referred to a neurosurgery for vagal nerve stimulator battery replacement. However, as mentioned previously, the neurosurgeon was not the original neurosurgeon who placed the vagal nerve stimulator who felt uncomfortable with this and asked her to see her original neurosurgeon. Two mos later, her subsequent follow-up visit, at that time, she reported that she was not having any further sensations, that her vagal nerve stimulator had gone off and she did not have these sensations. The vagal nerve stimulator at that time was checked and there was no current output or anyway when trying to test the unit as to get feedback from it and therefore it was considered that possibly that the battery had indeed run out, and since that time, since there was no way to check that and it was considered that the battery was no longer working. The vagal nerve stimulator was never checked since that time and was basically discontinued use and due to financial problems the pt did not wish at that time to have the battery replaced, etc., but opted just to leave the device as well as the battery in place. However, more recently she does wish to have the option of using the vagal nerve stimulator for the treatment of her seizures and therefore has brought me documentation where she has tried to contact and she is very concerned that within a short amount of time, definitely less than three years, reportedly, that the battery needed to be replaced and indeed had quit functioning. Unfortunately, she did bring her letter that from cyberonics and again as these notes would reflect there were several misquoted facts in her letter concerning pt's quick care. Indeed, I also let the them know, including her husband, that I had never contacted cyberonics concerning her case to discuss or to document her clinic visits or the vagal nerve stimulator, and there were several discrepancies concerning that in the letter, and that I had actually documented that as a reason it was working well, which was not correct. The pt was urged to contact cyberonics to try to get this matter resolved and I did, as mentioned, make her husband and her aware of the discrepancies of the false documentation given by cyberonics rep in her letter in regard to cyberonics. The pt may wish to become pregnant in the future, although we did discuss the risk of phenobarbital in pregnancy and the neurocognitive development, and at this time, she has elected not to become pregnant although she is still very interested in reinstituting the vagal nserve stimulator for treatment of her seizure disorder. Her neurological examination remains nonfocal. Impression: simple partial seizures presently well controlled.